Manufacturer narrative:
Additional PMA/510(k) number: k011245 / k002188

Event description:
Doctor indicated that during implant placement the implant mount did not release. Doctor confirmed he place another implant in the same surgery.

Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). One swissplus tapered implant was returned for inspection with corresponding transfer mount and mount screw. Visual inspection revealed minimum wear about the threads and collar. The internal threads could not be inspected in this condition. A device history review was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for swissplus® and tapered swissplus® implants¿ 9967 rev 0-09/14. Information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant t. When placing implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex tool or hex drill: 2.5mmd internal hex implants - rh2.5, rhl2.5, rhd2.5; 3.0mmd internal octagon implants ¿ ot3.0-s, otl3.0-s. Additionally, the fixture mount/transfer can be used as a temporary or final abutment for provisional or final restorations. Complaint indicates the implant would not disengage with the transfer mount. The alleged event was confirmed following inspection. Functional testing revealed that the implant could not be disengaged from the mount. The screw was able to be removed as normal. A root cause for this complaint could not be determined.